Event description:
The event is reported as: complaint alleges: "clips did not close properly. When surgeon tried to close it broke down so that part of clip was loose in abdomen cavity. Surgeon could remove loose part from abdomen cavity. The medical intervention stated: loose part of broken clip had to be found and removed." No patient injuries reported. Additional information requested.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.